Event description:
Event description boston scientific received information that during the implant procedure, upon placement of this ventricular lead in the septum, the patient developed asystole. A second ventricular lead was placed and attached to the device. Then the first lead (4470 517802) was removed. This occurrence was documented as a result of the patient's condition.